Event description:
In 2007, the sales representative reported that the cannulated t-handle bone awl ii was broken at the tip. This was identified during cleaning and checking of the kit.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.